Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. There was no impact to the customer's blood glucose level. It was noted that the customer was trained by the clinical diabetes specialist and stated that the issue was resolved.